Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit." (B)(4). Sample was discarded

Event description:
It was reported that the pads were giving low flow due to a tear in the pads; as result, therapy was interrupted in order to replace pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.